Event description:
Please note: this report pertains to the second of four devices that were used during the same procedure. Refer to manufacturer reports # 6000123-2006-00047, 3005099803-2008-7189 and 3005099803-2008-7190 for a description of the first, third and fourth device. In 2005, it was reported via an mhra report, that a rapid exchange biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) for stent placement. According to the complainant, when in the process of inserting stent, the stent pusher jammed. On three occasions, the coating jacket from the hydra jagwire coiled at the transition zone which prevented the stent from back loading over the wire. The procedure was not completed as the clinician lost access. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A visual evaluation found that the hydra-jag was stuck inside the guide catheter and could not be removed. The coating on the hydra-jag was torn and bunched up inside the guide catheter. Approximately 5 cm of wire assembly and 5 cm of guide catheter was pulled out of ramp. The push catheter was kinked at 4.5, 7, 46, 52 & 59 cm proximal the ramp. Flow switch was bent at an angle and wire assembly molded hub was melted. Confirmed customer complaint. It appears that during use the hydra-jag snagged on the gude catheter cannula causing the coating to peel. Once the hydra-jag coating peeled it began to buckle upon itself and then became lodged inside the guide catheter. This caused the guide catheter, pull wire and push catheter to become damaged.